Manufacturer narrative:
The tear observed at explant was confirmed. Leaflets 2 and 3 were torn. Leaflet 3 also contained a fold and retraction in its mid-portion. Thinning and loss of collagen fibers were noted in both torn leaflets. No acute inflammation or significant calcifications were found. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed thinning and loss of collagen at the tear sites, which could have contributed to the tear.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 23mm trifecta gt valve was implanted with non-everting mattress suture technique using pledgets in the patient with hypertension due to severe calcification on the annulus. A sizer for trifecta was used in the surgery. The patient was hospitalized in emergency at night on (B)(6) 2020. Echocardiogram was obtained in the next morning and structural valve deterioration of the trifecta gt valve was discovered. There had also been severe aortic regurgitation before the cardiac arrest, and so blood supplied to the coronary arteries must have been insufficient. Cardiac arrest occurred on the patient, and an emergency re-do avr was performed after resuscitation of the patient. The trifecta gt valve was explanted, replaced with an inspiris resilia aortic valve(manufacturer: edwards lifesciences). Upon explant, the valve was torn on the lcc side, lcc stent post, and on the rcc stent post. The left ventricle has gotten stretched due to the cardiac arrest. Post-operatively, the patient is on percutaneous cardiopulmonary support (pcps), in critical condition between life and death. Patient death reported on (B)(6) 2020.